Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00461, 0001822565-2019-02659, 0002648920-2019-00604. Medical product. Part: 00801803601, femoral head 12/14 taper, lot: 61401780; part: 00-7711-012-00, ml taper sz12.5 std offset, lot: 60968914; part: 00630505636, liner standard 3.5 mm offset 36 mm i.d., lot: 61330270. The reported event was confirmed by operative notes. The primary op note for the left hip demonstrated that the patient had total hip arthroplasty due to degenerative joint disease. Trial reduction confirmed good stability and tension. The revision op notes for the left hip demonstrated that the patient was revised due to pain and elevated metal ion levels. The hip was easily subluxated prior to opening the capsule. On opening the capsule, the rim of the liner was found fractured, and somewhat mobile posterior superiorly. Upon opening the capsule, there was a minimum of intraarticular debris. The head was removed and significant corrosion about both trunnion and inside of the head. The locking ring did not function properly. The tines were spread. The fracture was isolated to the posterolateral aspect and was noted to occupy about 60 degrees of the circumference of the rim. The liner was removed. The locking mechanism was bent and it did not open freely. The locking ring was removed, new locking ring and liner were implanted. The cup was somewhat retroverted and well-fixed. New biolox head was implanted after the black corrosion on the trunnion was cleaned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately four and a half years post implantation due to pain and swelling. It was noted on MRI that the patient had an effusion as well as elevated cobalt chromium levels. During the revision procedure it was discovered that the liner was fractured and significant corrosion as well as intra-articular debris were identified. There is no additional information at this time.